Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence to determine a potential related lot. Visual inspection and simulated testing was performed on four tubing sets of a reserve sample device from one potential related lot. The test was completed successfully without failures. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a patient was hospitalized due to peritonitis. The patient was hospitalized from (B)(6) 2016. While hospitalized the patient¿s catheter was removed. The reporting nurse stated there was no culture done but thought the peritonitis was due to the patient¿s ¿gut¿. The patient was treated with antibiotics in the hospital and has since recovered. The patient is now on hemodialysis.